Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that during replacement surgery when the extension was plugged into the header of the new ins, there were high impedances on contacts 1-3. They removed, wiped, and re-inserted, but the impedances were still high. The hcp also commented it felt like it was hanging up on something even though it appeared fully inserted. The old battery was plugged back in and the impedances were fine. The new battery was tried again, and contacts 1-3 still had high impedances. A second new ins was then used, and the extension connected smoothly, and impedances were fine. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery was functionally okay and had insignificant anomalies. If information is provided in the future, a supplemental report will be issued.